Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4, short and thin leaflets. It was noted that imaging was difficult. An ntw clip was inserted and deployed on the mitral valve. To further reduce mr, a second clip was deployed. However, after deployment, the second clip, the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4, short and thin leaflets. It was noted that imaging was difficult. An ntw clip was inserted and deployed on the mitral valve. To further reduce mr, a second clip was deployed. However, after deployment of the second clip, the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and based on the information provided and per the physician, the reported slda is related to patient conditions and due to short leaflets. Image resolution poor is related to patient and procedural conditions as difficulties visualizing the clip was reported due to patient anatomy. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.